Event description:
It was reported that multiple of the same altitude alarms occurred while the customer was not outside of labeled operating altitude range. The specific value of bg level was unknown but remained between 54-500mg/dl. Reportedly, the customer cleaned the speaker holes and cleared the alarm. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
D1, d2a,g4 d1, d2a,g4.